Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon stored electrogram review, the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing on the ventricular channel due to post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. Programming changes were discussed. No intervention was reported. No patient symptoms reported.

Event description:
New information received noted the patient's implantable cardioverter defibrillator exhibited continued t-wave oversensing after programming changes were made on (B)(6) 2018. No further intervention was performed. Further monitoring revealed no further oversensing. The patient was stable throughout.